Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported an invalid result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. Repeat testing was performed with a new sample and generated valid results. The customer confirmed that there was a delay or impact in treatment due to the test results. The patients procedure had to be delayed. Despite multiple attempts, additional information has not been provided.